Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient received inappropriate shocks. Lead noise was noted. Lead replacement was suggested to resolve the event. The patient was in good condition.